Event description:
Event description cpi received information that during the implant procedure this implantable pulse generator (ipg) exhibited intermittent pauses in ventricular pacing when manipulating the leads. The ipg was not implanted.